Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The device was reprogrammed to disable high voltage therapy. Later, a revision procedure was performed and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information received indicated the physician suspects right ventricular (rv) lead damage, however, rv lead damage was not observed either visually, nor via diagnostic imaging.